Manufacturer narrative:
Risk analysis was reviewed and it can be concluded that no serious deterioration in state of health or death can be caused by the reported event. The root cause cannot be determined conclusively. However, an unintended movement of the patient during flap creation is the most possible root cause. Potential contributing factors to the incomplete flap may be improper docking, too much fluid on the eye, inappropriate setting of spot separation or pulse frequency of the laser and others. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an incomplete side cut on a patient's left eye during a refractive flap procedure. The patient has a history of small nystagmus that was not detected in the consultation. The entire process of coupling both eyes was very difficult due to involuntary very fast movements. The left eye flap was impossible to lift. Procedure was not completed. Patient will wait three months for eye to heal before undergoing another refractive procedure on this eye. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.